Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 5fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, difficulty was felt when connecting the exchange sheath to the starclose se clip applier. In addition, when deploying the plunger, the initial sheath splitting appeared to be in an "unusual way". The starclose se device was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following is corrected information. Reportedly, difficulty was felt when connecting the exchange sheath to the starclose se clip applier. In addition, when deploying the plunger, the initial sheath splitting appeared to be in an "unusual way" and the plunger could not be deployed completely.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported loose exchange sheath connection could not be confirmed as the device was returned with the exchange sheath securely attached to the clip applier. The reported failure to deploy the plunger was not confirmed as the device was reassembled and plunger deployed as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There reported loose exchange sheath connection appears to the be related improper alignment of exchange sheath and clip applier during sheath attachment to the clip applier. The reported failure to deploy the plunger appears to be related to device angle change while deploying the plunger. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.